Manufacturer narrative:
Pump alarmed failed self-test during the self-test and no communication with the contour glucose meter due to faulty radio frequency board. Pump received with cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that they had repeated failed self-test alarms on the insulin pump. The customer reported the insulin pump would be reset after the alarm occurred. The customer's blood glucose was 200 mg/dl. The customer also reported the meter was not transferring their blood glucose readings to the insulin pump. The customer stated the failed self-test alarm did not occur during the rewind/prime sequence. Troubleshooting found the correct bolus amount was recorded in the bolus history. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.